Manufacturer narrative:
Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported worry, shortness of breath, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order for device. No other complaints on lot. The following allegations have been investigated: vc perforation, duodenum perforation, dvt,worry, shortness of breath, physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a4, b1, b2, b5, b6, b7, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the. Patient is also alleging vena cava perforation, device is unable to be retrieved, not providing protection against deep vein thrombosis and pulmonary embolism. Patient is also alleging worry, failed filter shortness of breath, only able to walk, unable to lift weights report from computerized tomography (CT): "an inferior vena cava filter is noted with 2 tines appearing to reside within the infrarenal ivc, but with the vast majority of the filter located medial to the inferior vena cava, adjacent to the abdominal aorta. The hook of the filter projects immediately anterior to the left renal vein. Extraluminal migration of the ivc filter. The, majority of the filter has migrated into or adjacent to the left renal vein. There does not appear to be any significant approximation to the adjacent aorta. Given the location of it, however, in proximity to the duodenum, is not inconceivable that there could be some potential penetration into the duodenal lumen. Early, she is having no symptoms at this time. Nonetheless, but a low threshold to perform an upper endoscopy." Report from CT: "migrated infrarenal ivc filter interposed between the aorta and inferior vena cava is unchanged. Small stable asymptomatic celiac aneurysm. Extraluminal migration of the ivg filter - stable in positioning." Report from CT: "migrated/extraluminal ivc filter. Again seen is a migrated inferior vena cava filter positioned between the aorta an inferior vena cava. This is unchanged from prior studies. Please note that this does not appear to provide protection against migration of lower extremity thrombus/pulmonary artery embolism. The appearance of the migrated ivc filter is similar unchanged."

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. (B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 02/22/2017 as follows: patient was treated for deep vein thrombus. Patient is alleging migration, tilt, and embedded.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). H11) corrected data based on new information received: b1: adverse event to product problem. H1: serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: "patient is alleging migration, tilt, and embedded". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter migration is a known potential complication of vena cava filters. Cranial (including to the heart and lungs) and caudal migrations have been reported. Among other causes, migration may be associated with filter placement in ivcs with diameters other than those specified in the instructions for use, improper deployment, deployment into clots, dislodgement due to large clot burdens, and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Difficult filter retrieval due to filter tilt or embedment of filter legs or filter hook in the ivc wall is a well-known risk reported in the published scientific literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.